Event description:
It was reported the patient collapsed after receiving high voltage therapy for ventricular fibrillation. After the first therapy, the device detected an error in the output circuitry and further therapies were prevented. An ambulance was called and CPR was administered and continued enroute to hospital with a lucas compression system. The patient remained in the hospital due to suspected hypoxic brain damage. Review of episodes from the device found an alert for possible output circuit damage and low, out of range high voltage lead impedance. It was later reported that the system was explanted and replaced and the patient was improving after being discharged to rehab.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.